Manufacturer narrative:
(B)(4). The customer reported to have evaluated and repaired the ventilator. The biomedical engineer replaced the oxygen (o2) sensor to resolve the issue. The ventilator has been placed back in service.

Event description:
It was reported through a customer voluntary medwatch # (B)(4), that a patient went from the emergency room (ER) to have to a computed tomography (CT) scan. The patient was returned to their room and the respiratory therapist tried to turn on the ventilator. The vent was found to be inoperable. The patient was kept manually ventilated until another working unit was brought to the room. There was no report of serious injury or death associated with this event.